Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump battery depleted quickly. Additionally, it was reported that the pump touchscreen was unresponsive. There was no reported impact to customer's blood glucose. Customer declined to provide further information.